Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the family stated to the radiology admin that the ¿device was not working¿ but the caller was unsure which ¿device¿ wasn¿t working. They also didn¿t know when the issue started. Technical services asked for the eligibility from that the caller had but there was no information provided that indicated that the system integrity had been checked. The caller was going to ask the rep to be present when the patient came in for the ins interrogation to determine eligibility.